Manufacturer narrative:
The customer has provided instrument files for further investigation. Investigation is underway. The customer performed calibrations and ran qc and is currently operational. The cause of this event is unknown.

Event description:
The customer reported that they received discrepant total hemoglobin (thb) results compared to retesting of a different sample on their laboratory analyzer. There is no report of injury due to this event.

Manufacturer narrative:
The investigation has been completed. The customer provided data and quality control results which were reviewed and analyzed in the investigation. Based on the data, the measurement of total hemoglobin on the rp500 system appeared stable and functioning as expected. Data did not suggest any anomalies on the sample measurements. The cause of the event is unknown. The rp500 is performing as intended. No product problem identified.